Manufacturer narrative:
A review of the receiving inspection (ri) for viper2 final tightener handle was conducted identifying that lot number gb109636 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 13 aug 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper2 final tightener handle (p/n: 286745500, lot #: gb109636) was returned and received at us customer quality (cq). Upon visual inspection, no issues were observed with the returned components of the device. Functional test: the functional test was performed at (B)(6) site. During routine incoming inspection of a loaner set, it was observed that 286745500, torque handle, lot number gb109636 was found to be out of drawing specification. The torque tested high. Can the complaint be replicated with the returned devices? Yes. Dimensional analysis: no dimensional inspection can be performed as the device failed in the torque test. Document/specification review based on the date of manufacture the following drawing, reflecting the current and manufactured revision was reviewed. Complaint confirmed? Yes, the device received failed in the torque test. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the viper2 final tightener handle (p/n: 286745500, lot #: gb109636). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. There was no known patient or hospital involvement. This report is for one (1) viper2 final tightener handle. This is report 1 of 1 for (B)(4).